Manufacturer narrative:
Updated blocks: d9 and h3. H3: 81 evaluation is progress, but not yet concluded.

Manufacturer narrative:
Per the user facility's biomedical engineer, the air/oxygen (o2) readings were unstable during set-up of the device. The numbers would cycle from low to high, while the unit was not connected to an air/o2 source. The unit was connected to an air/o2 source, and the issue remained unchanged, and he had no control of the flow. The unit was power cycled, and the issue was resolved. Per data log review: on (B)(6) 2022 at 13:18:42 calibration was started and failed indicating 'zero flow high before cal' (1.78 liters per minute (l/min)). This does indicate that the flow value was not correct as reported. The provided video also showed that the measured flow value was fluctuating rapidly. Per the manufacturer's technical support specialist, there was an error during calibration. The error indicated that the flow output was 1.78 l/min when it should be at zero before calibration started. After the unit was power cycled it appeared that the unit was functioning without issue and the error was only logged one time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) flow display on the central control monitor (ccm) was fluctuating without setting a flow set point. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. Flow rates were set to various setpoints and the flow readings were checked against a mass flow meter. The oxygen (o2) saturation was also adjusted to see if there was any effect, and all flow points were consistently maintained by the epgs during the evaluation. The pst also set the fraction of inspired oxygen (fio2) to 21 %o2 and 100 %o2. After removing the gas pressure source and powering on the epgs, the system alarmed as expected for low gas pressure and resumed function once gas pressure was restored. It was determined that the epgs met specification. Per the service repair technician (srt), the unit was end of service life (eosl) and was not serviced or repaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.